Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed air in line. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review revealed no issues that could have caused or contributed to the reported issue. During evaluation the device alarmed air in line. The cause was identified to be an out of specification upstream sensor, the ultrasonic sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.